Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer changed her infusion set but her pump keeps saying no delivery. Customer took out the old tubing and reservoir. Customer then put in a new set and reservoir on a new site. Customer was still getting a no delivery alarm. Customer stated that she was turning it off at night, so she can get some sleep. Customer has not treated but feels okay so far. Customer reported her blood glucose was 493 mg/dl and 279 mg/dl. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer stated that the insulin exits with manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion.